Event description:
It was reported that the patient had the vns explanted on (B)(6) 2012 due to an infection near the generator site. The patient was not replaced. Follow up with the physician's office revealed that the infection was first observed in mid to (B)(6) 2012. An exact date was not provided. They have not seen the patient since the removal of the implant in the neurology clinic, so they do not know if the infection has resolved. The physician feels that patient manipulation contributed to the infection, not the device or surgical procedure itself. It was unknown if cultures were being done since the patient had not been seen. The generator and lead were returned for analysis. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
An implant card was later received which reported the patient was re-implanted with vns on (B)(6) 2012.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.